Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to lead migration. As result, the lead was not removed, however it was disconnected from the ipg and a surgical lead was implanted and connected to the ipg.